Event description:
It was further reported that the issue was resolved once the extracorporeal membrane oxygenation (ECMO) flows were sorted out and the device was not available for return.

Manufacturer narrative:
B5 updated with additional information.

Event description:
It was reported that a patient implanted with an impella cp experienced suction issues while extracorporeal membrane oxygen (ECMO) was in use. ECMO was adjusted to resolve the issue. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: d4 catalog number corrected. H6 med dev prob code added a140508.

Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. D3 (manufacturer fax) has been added. Device interaction or damage by another device: the cause of device interaction or damage by another device was unable to be determined as limited clinical details were provided and no product was returned for review. Low or blocked pump flow: the cause of low or blocked pump flow was unable to be determined as limited clinical details were provided and no product was returned for review.